Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor auto zero failed error code. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that they confirmed the error code in the event log of the device. The rse recommended that the customer perform the following troubleshooting steps: verify the pin alignment between the solenoids and the data acquisition (da) printed circuit board assembly (pcba), replace the proximal autozero solenoids 3 and 4, and finally replace the da pcba. The customer stated they would replace the flow sensor assembly (fsa) which includes the solenoids. In a good faith effort (gfe) response received from the customer, it was confirmed that the customer had ordered the solenoid valves and flow sensor assembly (fsa). The customer stated that they first attempted to replace the solenoids which did not resolve the issue. The customer then replaced the fsa and performed the air/o2 pressure testing and did not receive any further alarms or error codes. The device passed all testing and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.